Manufacturer narrative:
The returned device was analyzed and the reported allegations of mechanical issue and fluid leak was confirmed. Based on a review of all available information, the cause of the reported event was due to an exposed filament in the tubing from a tear that is consistent with avulsion and material fatigue.

Event description:
It was reported that the artificial urinary sphincter (aus) pump was explanted due to a "pump malfunction/leak." A new aus pump was implanted.

Event description:
It was reported that the artificial urinary sphincter (aus) pump was explanted due to a "pump malfunction/leak." A new aus pump was implanted.